Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and anomalies were found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure, there was high threshold on the implantable pacing lead (ipl). The ipl was removed and replaced with a different lead. No patient complications have been reported as a result of this event.